Event description:
While giving cardioplegia, the surgeon noticed that the heart was not stopping. The surgeon requested increased cardioplegia and then noticed blood on floor. The perfusionist checked the circuit and noted blood around valve. The valve was replaced and no further incidents were repoated. The product was saved and will be returned. Product code 400103, lot number is either 25259.c11 or 25775.e09

Manufacturer narrative:
Additional lot# 25775.e09, additional exp date: 01/30/2009.